Manufacturer narrative:
Sections a2 and a3 were updated. An updated inform ii serial number was provided. The correct inform ii serial number used during the event was (B)(6). The instrument used in the laboratory was a cobas c501 instrument. The sample was also tested on an istat blood gas instrument with a result of 242 mg/dl which corresponds to the laboratory result. Section b7 was updated. Section d4, expiration date was updated.

Manufacturer narrative:
No products were returned for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The discrepant results observed were generated as part of a clinical study. No medical decisions were made based on the results. The clinical study was evaluating whole blood samples from patients receiving intensive critical care. Product labeling states: "the system has not received FDA clearance for use with patients receiving intensive medical intervention or therapy." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were requested for investigation, however, they have been used up and are no longer available to return. The study coordinator stated the venous line may have been contaminated with dextrose 5% in water. (D5w). Occupation is roche clinical operators study manager.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter with a serial number provided as "(B)(4)" compared to the laboratory during a clinical study. The patient had a venous sample drawn for the laboratory at 12:30 p.m. And the result was 239.66 mg/dl. Within 10 minutes, the result from the meter using a capillary finger-stick was 118 mg/dl.